Manufacturer narrative:
The subject device was returned to the olympus repair center. The customer¿s reported issue was confirmed. Found no image due to bent video connector contact pin inside the scope socket. The receptacle board needs to be replaced. The investigation is ongoing; therefore, the root cause of the reported phenomenon cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly

Event description:
The olympus technical support representative was informed by the biomed that the customer visera elite video processor is having display issues on the monitor (no error message), certain cameras will not work with the unit. The customer reported problem was found during procedure. During troubleshoot, the customer reported lines and some bars are displaying on the monitor with different camera heads but there are no issues when using another processor on different tower. No death, injury or harm was reported.

Manufacturer narrative:
Correction: b1 ¿ product problem. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and updated fields. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the failure was caused by the bent pins in the scope socket. However, the investigation could not determine the cause of the bent pins. Olympus will continue to monitor the field performance of this device.